Event description:
It was reported that the customer¿s blood glucose (bg) level ranged from greater than 400 mg/dl to "high"; although specific value was not provided. Reportedly, the customer alleged that the ¿pump hadn't given insulin in past 4 days¿, resulting in the customer going to the emergency room. The customer declined follow-up troubleshooting with tandem technical support, therefore no additional information could be obtained and the alleged root cause could not be confirmed.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation. H3 other text : device not returned.